Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had motor error. Customer¿s blood glucose was unknown at the time of incident. Troubleshooting was not performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. Basic occlusion test. Device failed prime/a33 test at 2.5lbs due to faulty force sensor resistor (gold). Unable to confirm motor error or perform occlusion test, excessive no delivery test. The motor was tested outside the device and passed.